Manufacturer narrative:
Additional information: h3, h4, h6, h10. H10: the actual device was not available; however, three photographs of the sample and two retained samples were provided for evaluation. The sample photos underwent visual inspection; however, the sample photos did not show the reported defects. The cause of the reported condition could not be determined. Visual inspection of two retention samples did not identify any abnormalities that could have contributed to the reported condition. Functional push-pull, underwater leak and air passage tests were performed; no disconnections, leaks or no blockages were identified, and no blockages were found. Traction testing was performed with no issues noted. The reported condition was not verified on the retained samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a solution administration set leaked. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.